Manufacturer narrative:
Two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted a particulate matter on the silicone tubing. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets had particulate matter (pm). The location of the pm was unspecified. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : during the follow up it was clarified that the particulate matter was found on the packaging. Should additional relevant information become available, a supplemental report will be submitted.